Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances, greater than 10,000 ohms, were measured prior to an implantable neurostimulator (ins) replacement procedure. The ins was being replaced due to normal battery depletion. Impedances were measured to be greater than 10,000 ohms on electrode pairs c-9, 8-9, 9-10, and 9-11. During the ins replacement procedure, the hcp tested impedances of the lead and extension with an external neurostimulator. The hcp confirmed electrode 9 was not working. The hcp decided to only replace the ins. The cause of the high impedances was not determined. The patient was currently doing fine. No additional actions or interventions were taken or planned. The issue was not resolved. The patient was alive with no injury. No further patient complications were reported.